Event description:
A patient reported left lateral calf pain which was treated with prescription ibuprofen (600mg-800mg tid) by a doctor on 17january2023. The physician noted that the reported event may possibly be related to the device, implant procedure and/or related to stimulation therapy.

Manufacturer narrative:
F3-f7 has been corrected.

Event description:
A patient reported left lateral calf pain which was treated with prescription ibuprofen (600mg-800mg tid) by a doctor on (B)(6) 2023. The physician noted that the reported event may possibly be related to the device, implant procedure and/or related to stimulation therapy.